Manufacturer narrative:
Complaint sample was returned for evaluation and reported event was not confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation required. (B)(4).

Event description:
It was reported the reamer edge was blunt, making it difficult to ream the acetabular. The surgeon continued to use the reamer as there was no spare. Procedure was completed successfully with no adverse events.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Complaint information was provided by stryker.